Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status at receipt was mol2; 63 charge processes had been registered. The memory content of the ICD was checked; interference in the right-ventricular channel was visible in the available iegms. The analysis of the archive data also showed right- and left-ventricular pacing impedances of >3000 ohm since (B)(6) 2014. Next, the signal sensing and the impedance measurement functions of the ICD were checked. The signal sensing proved to be free of interference. The impedance measurement functions behaved normally during testing. The tests did not reveal any anomalies that could be related to the clinical observation. The connection system of the ICD was examined mechanically. The screws of the shock and pace outputs were normal. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the is-1 and df-1 standard. There was no material defect or manufacturing error. The ICD's capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time, in particular, proved to be unremarkable. The production documents of the ICD were reviewed. All manufacturing steps had been carried out properly. There is no indication of a material defect or manufacturing error.

Event description:
Ous MDR - after an estimated implantation time of about 43 months, high pacing threshold values and a loss of capture were reported. The device was returned to biotronik for analysis. No deterioration of the patient's state of health was reported.